Event description:
Boston scientific received information that after an implant procedure of this implantable cardioverter defibrillator (ICD) the patient developed a possible pocket infection. It was noted that there was drainage from the implant site. The patient was placed on antibiotic medications and is to return for reassessment in the future. The system will be explanted due to infection and a new system will be implanted at a later date. There was no report of any additional adverse patient effects due to the procedure.

Manufacturer narrative:
The deivce and leads explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submited should further information be provided.